Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used in the papilla during a sphincterotomy with an endoscopic nasobiliary drainage (enbd) procedure performed on (B)(6) 2014. According to the complainant, the patient underwent a stomach cancer surgery wherein the affected section of the stomach was removed. A b2 (billroth ii) method was then performed, connecting the remaining unaffected section of the stomach to the small bowel. One week after the surgery, an endoscopic nasobiliary drainage (enbd) procedure was performed to treat bile spillage. Due to the previous b2 procedure, a straight view endoscope was used and this truetome¿ 44 was used to incise the papilla; however during the final incision, the proximal section of the cutting wire broke off. The procedure was completed with this truetome device and the enbd tube was implanted. Reportedly, no part of the device detached inside the patient. Following the enbd tube placement, a CT scan was performed and no visual anomalies were noted on the superficial papilla, but small free air was confirmed below the pancreas, so they suspected a mild perforation at the distal side of the papilla. Since carbon dioxide had been used for insufflation, there was decreased free air, and according to images taken the following day, there was no fluid accumulation. The patient was considered to be making satisfactory progress. The complainant did not think that the breakage of the cutting wire was the direct cause of the perforation. Rather, in this procedure, force was applied to the cutting wire using the angle variability function to incise the papilla (6 o'clock direction). The dark red color at the center of the catheter was similar to the color of the tissue, so the physician had difficulty in identifying the tissue. As a result of this, it was suspected that the back of the papilla was burned when delivering the current. The customer indicated they are aware there is a risk of perforation when performing endoscopic sphincterotomy following a b2 procedure. However, they consider the improvement of the bile spillage following the procedure to have warranted the risk.

Manufacturer narrative:
Visual evaluation of the returned device found that the proximal end of the exposed cutting wire was broken. The distal portion of the exposed cutting wire was bent towards the tip. The surface of the exposed cutting wire presents evidence of cautery. The proximal end of the broken cutting wire was retracted into the extrusion. Both broken ends present evidence of fracturing while undergoing cautery as indicated by the blackened surfaces. Dimensional inspection found the distal section of the exposed cutting wire and the proximal end cutting wire were within specification. The evaluation concluded, that during this procedure force was applied to the cutting wire using the angle variability function to incise the papilla. Therefore, the root cause for this event is operational context . The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during a sphincterotomy with an endoscopic nasobiliary drainage (enbd) procedure performed on (B)(6) 2014. According to the complainant, the patient underwent a stomach cancer surgery wherein the affected section of the stomach was removed. A b2 (billroth ii) method was then performed, connecting the remaining unaffected section of the stomach to the small bowel. One week after the surgery, an endoscopic nasobiliary drainage (enbd) procedure was performed to treat bile spillage. Due to the previous b2 procedure, a straight view endoscope was used and this truetome 44 was used to incise the papilla; however during the final incision, the proximal section of the cutting wire broke off. The procedure was completed with this truetome device and the enbd tube was implanted. Reportedly, no part of the device detached inside the patient. Following the enbd tube placement, a CT scan was performed and no visual anomalies were noted on the superficial papilla, but small free air was confirmed below the pancreas, so they suspected a mild perforation at the distal side of the papilla. Since carbon dioxide had been used for insufflation, there was decreased free air, and according to images taken the following day, there was no fluid accumulation. The patient was considered to be making satisfactory progress. The complainant did not think that the breakage of the cutting wire was the direct cause of the perforation. Rather, in this procedure, force was applied to the cutting wire using the angle variability function to incise the papilla (6 o'clock direction). The dark red color at the center of the catheter was similar to the color of the tissue, so the physician had difficulty in identifying the tissue. As a result of this, it was suspected that the back of the papilla was burned when delivering the current. The customer indicated they are aware there is a risk of perforation when performing endoscopic sphincterotomy following a b2 procedure. However, they consider the improvement of the bile spillage following the procedure to have warranted the risk.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.